Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but did not settle in the blood vessels. Manual compression was performed for hemostasis. There was no reported patient injury. It was noted that button 1 was pressed and the sealant was mounted on the device when removed. The deployer was experienced in training with the mynx device. Hemostasis was achieved using manual compression. The device was stored and prepared according to the IFU, and the storage temperature did not exceed 25°c. Button #1 was fully depressed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but did not settle in the blood vessels. Manual compression was performed for hemostasis. There was no reported patient injury. It was noted that button 1 was pressed and the sealant was mounted on the device when removed. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but did not settle in the blood vessels. Manual compression was performed for hemostasis. There was no reported patient injury. It was noted that button 1 was pressed and the sealant was mounted on the device when removed. The deployer was experienced in training with the mynx device. Hemostasis was achieved using manual compression. The device was stored and prepared according to the instructions for use (IFU), and the storage temperature did not exceed 25°c. Button #1 was fully depressed. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A functional simulated deployment test could not be performed, as the sealant was not returned for this evaluation. However, button 2 was fully depressed during the assessment, which resulted in complete retraction of the balloon as expected. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and product analysis, handling factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.